Manufacturer narrative:
Additional: b1, b2, b5, h1, and h6.

Event description:
New information noted that the right ventricular - rv lead exhibited additional non-sustained right ventricular oversensing episodes resulting in inappropriate anti-tachycardia pacing but is it unknown if it was due to oversensing noise, additional t-wave oversensing or premature ventricular contractions. The rv lead was reprogrammed and the patient was in stable condition afterwards.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited several non-sustained right ventricular oversensing episodes, which was post sensed t-wave oversensing on the electrocardiogram from (B)(6) 2020. No programming change was made. The patient had no consequences and will continue to be monitored.